Event description:
It was reported that during implant, high capture threshold and low sensing were observed. After multiple attempts to reposition the lead, the lead was not implanted. There were no adverse consequences to the patient

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.